Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.  There is no indication of a belt malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The patient received an external defibrillation while wearing the lifevest. The root cause for the open resistor was the external defibrillation.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019, while wearing the lifevest. The patient was reportedly with the physical therapist, had come back from a walk, and was not feeling well prior to passing. The hospital staff and the patient's wife were present at the time of passing. It was reported that the patient passed away due to heart failure. It was reported that the hospital staff performed resuscitation efforts. Per clinical review of the available ECG data, the patient was in a normal sinus rhythm from 70 bpm to 80 bpm until approximately 14:04:42 when atrioventricular block began. This resulted in the patient's rhythm degrading to bradycardia at 30 bpm by 14:05:34. Bigeminy began at 14:10:56. At 14:14:13, the patient's rhythm was vf and a non-lifevest defibrillation occurred at 14:15:32. At 14:20:25, a second non-lifevest defibrillation took place, while the patient was in vf for thirty seconds. The falloff signal was lost on all electrodes after the second defibrillation and did not return due to the loss of a driven ground signal, consistent with external defibrillations. When the falloff signal is lost, the device is able to continue recording an ECG of the patient's heart rhythm, however the device is no longer able to treat the patient. After the second non-lifevest defibrillation, the patient was seen in an idioventricular rhythm that degenerated into vf at 14:27:56. The patient's rhythm then became asystole at 14:31:30. The patient subsequently passed away. For the first episode of vf, the device properly detected vf although the rate was not sustained above the prescribed rate threshold long enough for the lifevest to complete the treatment sequence. For the second episode of vf, the lifevest was unable to deliver a shock due to not being in the detection sequence long enough for the lifevest to deliver a treatment, before the patient was externally defibrillated. At the end of the ECG recording the patient was seen in vf for approximately 3 minutes and 34 seconds before the patient's rhythm degraded to asystole. The lifevest was unable to treat the patient due to a loss of the falloff signal, which occurred after the second non-lifevest defibrillation. This failure is consistent with the open r781 resistor found during evaluation of the monitor. The open r781 resistor is consistent with an external defibrillation. The lifevest is labeled as non-defibrillator proof.